Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet and chose to discontinue and return the device after multiple attempts to continue therapy with education on meal announcements, avoiding overtreatment of lows, and target settings. Symptoms included low blood glucose with a documented nadir of 40 mg/dl, approximately one hour of hypoglycemia, device alerts for low glucose, fatigue, and no need for third-party assistance or medical intervention. Outcomes included temporary interruption of device use and decision to return the product. Investigation included review of user-reported history, coaching on use behaviors, and assessment of contributory factors such as missed meal announcements and overtreatment of hypoglycemia. Investigation of this case revealed no confirmed device malfunction and suggested use-related factors as likely contributors to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user-related factors and not a confirmed device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.